Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause of the defects could not be identified, it was determined that the broken lens was likely caused by excessive force during use by the customer. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The referenced scope has been returned to the olympus service center. The service inspection confirmed the customer¿s reported issue, broken/cracked lens in the optical system attributing to a blurry image. The inspection also noted the following defects, the rigid outer tube is bent and minor scratches on the distal tip of the scope. The cause of the broken/cracked lens is unknown; however, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the sterile processing department instrument coordinator at the user facility, the customer ultra autoclavable rigid telescope has a ¿crack in lens¿. The customer reported problem was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus.